Manufacturer narrative:
(B)(6).

Event description:
The customer reported that the paddles do not recognize the ECG reading, the paddles did not defibrillate, and they heard loose parts in the external paddles. There was no adverse patient impact reported.